Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was seen at home and a brief pump stop, which resolved spontaneously, was reported. At the same time, the black power lead of the system controller became hot at the point of a break in the bend relief on the system controller housing end.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Upon analysis of the returned system controller, the reported event of the pump stopping was confirmed. Visual inspection revealed a broken strain relief at the housing end of the black power lead and several conductors were found to be severed within the lead at the point of the damage. A review of device history records showed no deviation from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.